Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular assist device (vad) battery exhibited critical battery alarm at greater than ten percent (10%) and power switching at greater than twenty five percent (25%) capacity. The battery was exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The battery was not returned for evaluation. A review of the battery's manufacturing records confirmed that the associated device met all requirements for release. Log file analysis revealed that the controller in use during the reported event contained a software with a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the alarm log files revealed two (2) critical battery alarms on february 19, 2018 due to a communication error. In addition, log file analysis revealed premature power switching events due to momentary disconnections. As a result, the reported event was confirmed. The most likely root cause of the reported critical battery alarm can be attributed to a communication error between the controller and battery. The most likely root cause of the reported power switching event can be attributed to momentary disconnections between the controller and batteries. If information is provided in the future, a supplemental report will be issued.